Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted; the optical trocar and lens appeared intact. The fixation trocar, circular and envelop seal were received. The distal end of the cannula was cracked and a piece was disengaged. Pmv performed functional testing: when the trigger was actuated, the knife blade advanced and cut through the test media. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures; therefore, a device history record will not be performed. Replication of the broken distal end of the cannula may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. No relationship between the device and the reported incident was confirmed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while insertion of the handle¿s bladed tip into the cannula during a laparoscopic hernia repair, the knife was difficult to advance, the lens disengaged, and the seal was damaged. The bladed tip got stuck two-thirds of the way down as was leaking. A chip from the tip of the device broke off and fell into the umbilical incision and was retrieved with a grasper. The case was completed using the faulty device (cannula intact). There was no patient injury.